Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and updates to fields d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the probe. The cause of the molten shape at the distal end of the flush port could not be determined. The event can be prevented by following the instructions for use which state: 10 preparation, inspection and operation. 10.3 operation- warning: do not force the distal end of the insertion portion against body cavity tissue. Always operate the generator at the minimum output level and for the minimum time necessary to successfully complete the procedure. Insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation. Excessive generator output time or generator output level may result in burning of tissue not intended for coagulation. If the output is set too high, tissue may dry out rapidly, causing sticking, and hemostasis may be compromised. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's ceramic tip was dislodged. The event occurred during a therapeutic gastrointestinal bleeding procedure, and it was completed using a similar device. There were no reports of patient harm.